Event description:
It was reported that there was a shocking or jolting sensation that occurred when the patient was touched near the ribs or sitting back in a chair. There was also a burning sensation at the stimulator location. These symptoms had been occurring for "approximately 3 weeks." There was no known accident or incident related to this complaint; no falls or trauma, but it was noted that patient's nephew "squeezed the patient hard." It was also noted that the patient was charging the device more than expected. Yesterday the device was charged at 50%, but after 3 hours with all 8 coupling boxes shaded, the charge only reached 75%. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 355531, lot# n318040, implanted: (B)(6) 2012. Product type: screening device: product ID 355028, lot# n317555, implanted: (B)(6) 2012. Product type: accessory. (B)(4).